Event description:
It was reported that this patient has experienced pain and discomfort from their electrode. There have been two total revisions on this electrode for the same reason. No additional adverse events were reported.

Manufacturer narrative:
This report was filed to provide additional information regarding explant.

Event description:
This supplemental report is being filed to provide additional information regarding product explant. No additional adverse events were reported.